Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, the implant was broken after implantation. The broken part was removed. No further details are known at this time.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. This part is not approved for use in the united states; however a like device catalog # 2990826, product code max was cleared in the united states. This part is not approved for use in the united states; however, a like device catalog # 2990826, 510k # k073291 was cleared in the united states.

Manufacturer narrative:
Analysis of the returned device shows that only the top ~3mm portion of the implant returned for analysis, consistent with the end of the inserter threaded inner rod. Fracture initiation appears to have at approximately 5-6 threads from the top face, initiating at the root of the thread, and emanating outward. The angulation of the fracture relative to the axis of the implant, in addition to the shear lip on one side of the implant, is consistent with bending stresses. No deformation of the threads, or inserter tang slots is noted. The above observations are consistent with brittle overload due to bending stresses.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.